Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. The meter was found to function properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012 the lay user/reporter contacted lifescan (lfs) alleging the patient was unable to test because his onetouch ultra2 meter was displaying an error 2 message. According to the ot ultra2 owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. In (B)(6) 2012 at 8am, the patient reported the alleged issue began. The patient reported he uses a combination of medications including novolin 40 units twice daily to manage his diabetes. The patient reported on (B)(6) 2012 at 9:45am, he had less to eat than usually. The patient reported 1.5 hours later he developed symptoms of 'being clammy and pale.' The patient reported on (B)(6) 2012 at 10:30am, he had something to eat or drink due to the alleged issue. The patient denied testing on another device. At the time of troubleshooting, the cca discovered the patient's testing process was incorrect, he was using used test strips and inserting the wrong end into the meter. The cca noted there was no misuse and this was not the first time the meter had been used. The patient was using the correct test strips. When the patient was prompted to press the power button, the error 2 did not occur. The alleged issue was resolved with a retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test due to the alleged issue, developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.